Event description:
On (B)(6) 2022 ,the package was found broken during inspection.

Manufacturer narrative:
Qn# (B)(4). Quantity of (B)(4) found during incoming inspection by distributor. The device history review for the product visistat 35w 6/box lot# 73l2100578 investigation did not show issues related to the complaint.

Event description:
30 may 2022 ,the package was found broken during inspection.

Manufacturer narrative:
(B)(4). The customer provided five photographs for analysis. The complaint of broken package - sterility compromised was able to be confirmed by the photographs. The customer returned 116 units of 528235 visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. The packaging of each unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. These defects included holes near the tip of the devices where the staples are ejected, as well as marks near the tip with no clear hole that passes through the tray. The sterile barriers of the returned samples are compromised due to the packaging damage. A CAPA was opened to further investigate this issue. The device history review for the product visistat 35w 6/box lot# 73l2100578 investigation did not show issues related to the complaint. A dimensional and functional inspection was not required as a part of this complaint investigation. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature.